Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a balloon deflation issue and shaft damage occurred. The target lesion was located in the arteriovenous fistula. The physician advanced an unspecified sized peripheral cutting balloon to the lesion and on the first inflation, inflated the balloon to approximately 6atms, and then to 10atms and 11atms. The waist on the stenosis had not dissipated so the physician rotated the hub approximately 720 degrees to try to get the balloon to turn 90 degrees so he could utilize the athertomes in a different part of the stenosis. The balloon was inflated to 11atms and then wouldn't deflate properly. "It appeared that the balloon had wrapped around itself somewhat and there was a small pocket of contrast that would not come out." The device was removed without complications, however it was observed that the sheath was cut. The physician thinks that "he probably turned it too far and the stenosis was so tight that the balloon wrapped around itself." The procedure was completed with this device. No patient complications were reported and the patient's status is good.